Manufacturer narrative:
This report was inadvertently submitted and reports of this nature typically do not meet zoll's reportability requirements. The reported problem was determined to be related to the CPR timer of the device and not the ability of the device to analyze. However, on rare occasions is restarting it's two minute protocol rather than initiating an analyze protocol. However, the analyze feature can be manually initiated. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to analyze. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This report was inadvertently submitted and reports of this nature typically do not meet zoll's reportability requirements. The reported problem was determined to be related to the CPR timer of the device and not the ability of the device to analyze. However, on rare occasions is restarting it's two minute protocol rather than initiating an analyze protocol. However, the analyze feature can be manually initiated. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.